Event description:
It has been reported that one bd q-syte¿ luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: drug leaked from the connection of the syringe. Saline was in the syringe.

Manufacturer narrative:
H.6. Investigation: bd received a q-syte closed luer unit from lot 8157925 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a tear on the slit of the septum top disk and both sides of the column wall. There was no damage to the slit of the bottom disk. Next, a water/air leak test was performed and leakage was observed coming from the column wall and vent plug. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined as the unit was received outside of its original packaging. The most common cause for the observed damage was excessive actuations. H3 other text: see h.10.

Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte¿ luer access split septum has been found experiencing leakage during use. The following has been provided by the initial reporter: drug leaked from the connection of the syringe. Saline was in the syringe.